Event description:
Following a lead replacement (see MFR report # 3004209178201106668) the pt had swelling of the face due to surgery/anesthesia. The pt used ice packs for the swelling and recovered without sequela. Later it was reported there were high impedances between electrode 0 and all other contacts. There were also low impedances on electrode 1 and 2. The device was reprogrammed using "viable" electrodes, and the pt was receiving effective stimulation. The pt also had lightheadedness. Per the reporter the pt stopped hydrochlorothiazide medication and the hypertension resolved. It was unclear if the lightheadedness was caused by the hypertension. The pt recovered without sequela.

Event description:
Additional information: following the lead revision, the patient also had scalp pain. Locations on the scalp where implants were placed were sensitive to touch. The etiology was surgery/anesthesia, and no action was taken.

Event description:
Additional information received reported that the patient's scalp pain had subsided, however the sensitivity was still ongoing. It was stated that doses of the medications, seroquel and remeron were decreased in late 2011 to counteract the patient's lightheadedness. No further information was reported.

Manufacturer narrative:
(B)(4): lightheaded; (B)(4).